Event description:
Legal counsel for patient reported patient underwent a right total hip arthroplasty on (B)(6) 2009. Legal counsel further reported a revision procedure occurred on (B)(6) 2013 due to patient allegations of pain, metal wear, metal poisoning, limitation of daily activities, scar tissue, noise from hip, lumps on right hip & buttocks, pseudotumors, metallosis, and elevated metal ion levels. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "material sensitivity reactions.¿ and "intraoperative or postoperative bone fracture and/or postoperative pain." And "inadequate range of motion due to improper selection or positioning of components." And "elevated metal ion levels have been reported with metal-on-metal articulating surfaces." This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2014-03491/ -03492).

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch.

Event description:
Legal counsel for patient reported patient underwent a right total hip arthroplasty on (B)(6) 2009. Legal counsel further reported a revision procedure occurred on (B)(6) 2013 due to patient allegations of pain, metal wear, metal poisoning, limitation of daily activities, scar tissue, noise from hip, lumps on right hip and buttocks, pseudotumors, metallosis, and elevated metal ion levels. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Operative report received noted patient underwent a right hip revision on (B)(6) 2013 due to tumors and elevated metal ion levels. Revision operative report noted the presence of pseudotumors, clear fluid, dark lined necrotic tissue and the acetabular cup was in a vertical position. The modular head, taper adapter and acetabular cup were removed and replaced.